Manufacturer narrative:
Additional information: device can not be identified and will not be returned. Update to h6 codes for non return.

Event description:
Lead can not be identified and will not be returned for analysis.

Event description:
It was reported that the patient presented in clinic. A transesophageal echocardiogram (tee) was performed that revealed that the right atrial (ra) lead was infected and had the presence of vegetation. The ra lead was explanted. According to the physician, the infection is not procedure related. The patient was in stable condition. Further information was requested but not received.